Event description:
It was stated that the insulin pump was no longer beeping. It was also stated that the display takes a long time to show any messages. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.